Event description:
It was reported the patient had his scs ipg explanted and replaced. The patient stated he suffered a stroke and did not use or recharge his scs ipg during the time he rehabilitated from the stroke. A sjm representative met with the patient and confirmed the patient's ipg battery depleted and his ipg was inoperable.

Manufacturer narrative:
Recall: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.